Event description:
It was reported that a patient underwent a total pelvic floor repair procedure in 2007. The patient presented three weeks after the procedure complaining of difficulty emptying her bladder. She was noted to have enlarged lymph nodes in her groin bilaterally, urinary retention with five hundred milliliters in the bladder, and exposure of the mesh both anterior and posterior to the cervix. The anterior exposure was about one third of the mesh at the apex and the posterior was only three centimeters. The patient was admitted for evaluation and found to have no infection, elevated white blood cell count, or fever. A CT scan was negative. The patient was managed with estrogen cream for twelve weeks and there was about a ninety percent spontaneous closure of the defect. The patient also had some stress urinary incontinence after the initial procedure. The surgeon opines the mesh exposure was due to failure of the incision to heal. Four months later, the patient underwent a sling procedure and a reclosure of the anterior and posterior defects. All problems resolved spontaneously following the second procedure.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.